Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been getting a lot of electric shocks down the right side of her body (leg, hand, arm and foot). Caller states that it hurts her. Caller states that she notices that she gets shocked when she is mad or stressed out. Caller mentions she just got shocked a just a little bit ago but it was when she put "pressure". Caller states that this has been happening "a lot of times, several times and sometimes more often than others. I just hurt" (no event date given when asked).the patient also stated that since implant she has been having more issues/bowel movements (has the device for bladder). Caller states that her stool has gotten worse. Caller states that she goes 3-4 times a day which can be normal but she doesn't like to use all of that toilet paper and wants to know if the device can help with both her bladder and bowel issues (stool leakage). Caller also mentions that sometimes it feels like it doesn't work for my bladder and sometimes it feels like it does work. Caller states that she told the doctor about this and he said the device is not a cure but it helps. Caller later confirmed that the device has helped by at least 50% since implant but kept going back and forth between yes it helps and sometimes it doesn't work. Pat agent to clarify this many times, but the caller didn't give a clear answer. The patient was redirected to hcp to check ins status. No further complications noted or anticipated.